Manufacturer narrative:
The valve was not received for analysis; therefore, no device investigation was possible. The manufacturing and material records for the perceval heart valve, model #icv1211 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1211) perceval heart valve at the time of manufacture and release. It was reported that no valve dysfunction was identified. Additionally, the operation report indicated that the patient's annulus was very damaged following the explant of the previous device, and it was indicated that the probability of procedural success was low (it was stated that this was a "last chance" procedure for the patient). Based on this information, it can reasonably be concluded that the need for a bentall procedure (composite replacement of the aortic valve, root, and ascending aorta) was attributable to the poor condition of the patient's annulus. The explant of the perceval valve is therefore related to the patient's specific clinical condition, and not to any factor intrinsic to the device. There is no information to suggest that the valve was a contributing factor in the event, and no further investigation is warranted at this time.

Event description:
A perceval pvs27 was implanted in a patient with active endocarditis. The patient had previously undergone concomitant aortic and mitral valve replacement in 2007, due to endocarditis with streptococcus bovis species. In 2019, the patient was diagnosed with recurring endocarditis, with acute pulmonary edema and hemolysis. Streptococcus sanguinis species was identified, and antibiotics were administered. However, tee showed aortic valve dehiscence at the posterior margin, with grade iii/IV insufficiency associated with abscess. Reoperation was therefore performed. The annulus was very damaged following the explant of the previous valve, and it was reported that it would have been difficult to implant a sutured valve. A sutureless perceval valve was therefore selected for implant. It was reported that the procedure was a "last chance" procedure for the patient. The mitral valve was not explanted due to difficulty of access, as well as the absence of visually patent infection. The perceval valve was later explanted on (B)(6) 2019; however, it was reported that no dysfunction of the perceval valve was identified. Rather, it was stated that the re-operation was performed because the patient was in poor condition and required a bentall procedure.